Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. The customer indicated that after the alarm, insulin delivery was resumed until it was time to change the supplies. The cause of the past occlusions was unable to be determined. Reportedly, the customer used novolog insulin in the cartridge for 3-5 days.